Event description:
Home care visit made to discontinue pt's midline. Rn found dressing semi intact. When removed, noted 4 cm catheter attached to dressing and scab over insertion site. Catheter placed in the hosp trimmed at 40 cm. Caregiver unaware of problem and could not explain broken catheter. Pt sent to ER with 4 cm catheter. Catheter placed in left saphenous vein. X-ray results: tip at junction of saphenous/femoral vein.